Event description:
Pt had multiple tmj surgeries after a motorcycle wreck in 1989. Never experienced the excruciating pain after until this silastic implant (temporary) was put in. Instantly, the min pt woke they knew something was wrong. Pt had such pain they "didn't think I'd make it" and kept vomiting, had no feeling in the right side of tongue and drooled all the time. Pt had it taken out early (about 4 wks). Pt has pain, spasms and fatigue, their right arm goes cold and numb, migraines, etc since. When pain and inflammation increased pt went to a dr and now is getting ready for new joints.